Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm. After the sheath placement, a guidewire was advanced into the lesion. A 6.0 x 40, 40cm mustang was advanced for dilation. The balloon was inflated at 18 and 20 atmospheres. During the procedure, the device ruptured on the second inflation at the 20th atmosphere for 60 seconds. The device was removed without any problem and no damage was noted. The rupture was observed to be near the center of the balloon in the ship of a pinhole. The procedure was completed with another of the same device. No complications were reported, and patient status was good.